Event description:
Boston scientific crm received information that the patient with this left ventricular lead had an infection. There was vegetation on the lead. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available, the event will be updated.